Manufacturer narrative:
The insulin pump passed the operating currents, reset error test, and displacement test. The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The functional testing could not be completed due to the alarm. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, a missing end cap sticker and cracked battery tube threads.

Event description:
The customer reported via telephone call that the insulin pump alarmed and squirted out insulin during the prime. The customer did not recall the blood glucose reading. The drive support cap was found to be loose. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.